Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: unknown orthopaedic salvage system bearing; unknown orthopaedic salvage system assembly; unknown orthopaedic salvage system tibial tray; unknown orthopaedic salvage system femoral stem; unknown orthopaedic salvage system tibial stem; unknown patella. Customer has not indicated if the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-054470/05471/05472/05473/05474/05475/05476. Berend, k. R., & lombardi, a. V. (2008). Distal femoral replacement in nontumor cases with severe bone loss and instability. Clinical orthopaedics and related research, 467(2), 485-492. Doi:10.1007/s11999-008-0329-x. (B)(6).

Event description:
It was reported in journal article ¿intermediate-term results of 142 single-design, rotating-hinge implants: frequent complications may not preclude salvage of severely affected knees¿ the study reported one above knee amputation for early surgical complications.